Event description:
Medtronic received information that three months following the implant of this transcatheter bioprosthetic valve, a second valve was implanted in a valve-in-valve reoperation due to progressive patient fatigue and shortness of breath with an echocardiogram showing moderate aortic regurgitation. The patient¿s symptoms previously had been treated medically. No subsequent adverse patient effects related to the valve or the reoperation were reported.

Manufacturer narrative:
Post-implant occurrence of paravalvular leak (pvl) after an extended time period can be caused by a variety of factors, including valve positioning, changes to patient anatomy or pre-existing medical conditions, and the root cause could not be determined from the information provided. The valves remain implanted; no subsequent adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.